Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). E1 - address 1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image during a laparoscopy therapeutic procedure when device was inside the patient involving an olympus video system center. The procedure was completed during sedation. There was no patient injury reported.